Event description:
It was reported that the patient had charging issues. The device would not hold a charge and went into an overdischarged state at some point prior to the report. It seemed that the patient thought the efficiency level was the charge level. There was no troubleshooting done since the patient was overdischarged. The patient¿s entire system was revised due to the overdischarge and to replace the device with an MRI compatible system. The patient was doing fine after the revision.

Manufacturer narrative:
(B)(4). Analysis of the lead (serial # (B)(4)) found that the proximal end conductors #4 and #6 were broken. Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The device reached end of service due to three overdischarges.

Event description:
Additional information received from the healthcare professional reported that the device was unrecoverable from the overdischarge and the battery hit end of life (eol).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).